Event description:
It was reported that externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 16.7-16.8cm from the connector pin, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.5-8.9cm, 9.5-10.4cm, 12.4-14.0cm, 16.2-16.7cm, and 28.0-30.5cm from the distal tip. The etfe coating was intact at these locations.